Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17939). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented in the hospital after patient a notifier for premature eri. Device replacement was recommended. No further information is available. New information received states the device was explanted.